Event description:
It was reported that during implant the right ventricular (rv) lead became entrapped and dislodged after the right atrial (ra) lead was placed. The rv lead was attempted to be repositioned however, when removing the lead the sleeve became attached and was unable to be re-attached. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.